Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The vascular access was obtained via ipsilateral anterograde approach. The 100% stenosed chronic total occlusion lesion was located in the moderately tortuous and severely calcified left popliteal artery. After a non bsc guide wire crossed the lesion, the 2mm x 40mm x 145cm coyote es balloon catheter was used to dilate the lesion. However during the first inflation, the balloon ruptured at 14 atmospheres. The device was completely removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's condition was good.